Event description:
The complainant reported that the patient became confused while on ventilation and veno-arterial extracorporeal membrane oxygenation and self-explanted. The blue suture hub sutures remained intact at the left groin. The repositioning sheath was pulled back on the catheter and was no longer in the left femoral artery. The impella was subsequently removed completely thereafter.

Manufacturer narrative:
No product was returned: device in wrong position (positioning issue): the cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position by the patient as the patient was confused. Device (sn: (B)(6)) passed all post sterile inspection checks.